Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting a 100% chronic total occlusion located in the distal diagonal branch. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated at 16atm for 6 seconds. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to its severe calcification. Wear to the stent was noted upon removal. The procedure was completed using another resolute integrity stent. The patient was reported to be alive with no injury.